Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-08936. It was reported that the patient presented for an unrelated procedure. The pacemaker exhibited loss of pacing due to oversensing after exposure to electrocautery. In addition, after the procedure it was noted that the right ventricular lead exhibited a decrease in pacing impedance. No intervention was performed. There were no consequences to the patient.